Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released event) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the pulse wire inside the cable connecting the distribution node (dn) and front therapy electrode (te) was pinched, inducing a short on the dn pca. The cause of the gel previously released event and the incoming test failure is the short. The cause of the short is the pinched wire. The root cause of the pinched wire cannot be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing a gel previously released event without prior gel release.